Manufacturer narrative:
Device event logs will be evaluated for root cause.

Event description:
Customer reported an issue with the panorama central station that may have affected telemetry monitoring. No pt injury was reported.